Event description:
We received an allegation about discrepant results for 1 patient sample tested with bun (urea) assay on a cobas 8000 c702 module. Initial result: <0.5 mmol/l. The customer repeated all samples with initial results of <1.5 mmol/l. Repeat result: 9.7 mmol/l.

Manufacturer narrative:
The bun (urea) reagent lot number and expiration date were not provided. The field service engineer visited the customer's site on 13-feb-2025 and checked the gear pump pressure and found it slightly high. He cleaned all sample probes and reagent probes and adjusted the alignments. He also checked water levels. The customer performed calibration and qc and the results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the water bath was only filling halfway creating foam and bubbles during operation. He performed a full system decontamination and adjusted the water levels to specifications. The fse replaced the mixers, sample and reagent probes, main degasser, springs, rinse tube holders, and windows. He verified all probe alignments and water levels. He also performed mechanical checks, gear pump pressure, rinse station volumes, photometer, and cell blank checks. The customer performed calibration and qc with successful results. The service actions performed by the fse resolved the issue. No further issues were reported afterward. The root cause was related to operator maintenance and service adjustment (component failure).